Manufacturer narrative:
Company representative evaluated the system. Corrections included clearing of system's error logs, rebooting, and replacement of the patch cable in rack room. System was tested to factory's specification.

Event description:
Customer reported the panorama central station had an error message, which may have resulted in loss of telemetry monitoring. No patient injury was reported.